Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not delivered an occlusion alarm. High pressure test was passed. Customer experienced high blood glucose level of 24.5 mmol/l. The device will not be returned for analysis.